Event description:
It was reported to medtronic minimed that the customer experienced an allegedly under-delivery issue and no alleged device deficiency. The customer reported a blood glucose level of 262 mg/dl. The customer had hyperglycemia, which was treated with a manual injection/insulin pen and an insulin pump (subcutaneous insulin infusion). The customer reported the following before the event: after driving, the customer had a pump reading of 262 mg/dl and a fingerstick value of more than 300 mg/dl. Document treatment for high blood glucose: active insulin was 1.4 units at the start of the call. The event involved product(s) unk_sensor, mmt-332a, mmt-1884, and unomedical. The customer used the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smart guard feature at the time of the event. The customer reported high blood glucose. No further customer complications were reported. No product return is required for unk_sensor. No product return is required for mmt-332a. Mmt-1884 was requested, and the customer responded was the device would be returned. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, displacement accuracy, occlusion test and self test. The adapt tool was utilized to search for alarms that may have occurred in the past or during the call that might of triggered the reason of complaint. During download history review no relevant alarms confirm on event date in download history files to confirm complaint code. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage or anomalies noted during visual inspection. Unit was also received with pillowing keypad overlay and scratched case. In conclusion, customer concerns are not confirmed. Unable to confirm customer alleged concern of high bgs. No relevant alarms noted in download history review and testing of the unit was successful. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.